Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned pages.

Event description:
The customer called to report insulin leaks past the o-rings with two different reservoirs. Nothing further was reported.